Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging gastrointestinal problems and severe chest pain . There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging gastrointestinal problems and severe chest pain the device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer visually inspected the external part of the device and found black flecks and black contarmination were observed on the interior iso port inside of the humidifier enclosure.an unknown contarmination and discolouration was found on the flip lid seal and white contarminates found at the air inlet of the CPAP. The manufacturer visually inspected the device internally and found large black pieces of consistant with degraded sound abatment foam in the blower box,blower, fine white contarminate was found at the air inlet,on the pca, inside the blower box,at the air outlet seal.blower motor and blower seal showed similar white contarminate,white powder on the outside of the motor casing and impellers.black contarminate found at the blower seal consistant with keratin contarmination inspection of the heater plate revealed minaral and small amount of contarminate around outer edge of heater plate, discolouration in humidifier seal.imspection of the air input tube in the humidifier found a large mark on the tube,mineral deposit consistent with the use of distrilled water.inspection of thr dry box found black pieces of contarminate and discolouration of plastic withing the dry box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes presence of sound abatment foam breakdown as well as multiple contarminants. Section h6 were updated in this report.